Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified unspecified vessel. A 2.25mm x 12mm emerge balloon catheter was advanced and the balloon was dilated but it ruptured at 12 atmospheres at an unknown number of inflation. The procedure was completed with a 1.5mm emerge balloon catheter. No patient complications were reported and the patient's status was good.